Manufacturer narrative:
Device info has been requested. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-07034. It was reported the scs trial system was not providing adequate pain relief. As a result, the physician repositioned the patient's trial leads within the epidural space. Postoperatively, the patient was satisfied with coverage and the trial was extended.